Event description:
A report was received that the patient underwent a lead explant procedure due to loss of stimulation and high impedances on multiple contacts. The patient was doing well post operatively.

Manufacturer narrative:
Additional information was received that the missing silicone from the clik anchor was removed from the patient.

Event description:
A report was received that the patient underwent a lead explant procedure due to loss of stimulation and high impedances on multiple contacts. The patient was doing well post operatively.

Manufacturer narrative:
.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 16570711, description: next generation anchor kit-sterile lead. Sc-2316-70 the complaint has been confirmed. Visual(microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked locations are 1 cm from both sides of the set screw mark of the clik anchor. There are no exposed cables at the fracture locations. Additional visual inspection found that several cables were pulled out and exposed at electrode # 16 of the distal array. The root cause of the damage is unknown. Visual inspection of clik anchor sc-4316 revealed the anchor's eyelets were fractured and exhibited missing silicone. The root cause of the damage is unknown. It is unknown if the missing silicone was removed from the patient.

Event description:
A report was received that the patient underwent a lead explant procedure due to loss of stimulation and high impedances on multiple contacts. The patient was doing well post operatively.